Event description:
Head of theatre reports via our sales rep that the fastening tip of the height gauge broke. He further reports that then alternative device was used and the surgery finished as expected.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.